Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it suggests the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope exhibited that the image was noisy. There was no report of patient involvement.